Manufacturer narrative:
This patient received left tmj devices in 2015. Since then, she has had several procedures in the surrounding area, including a, peek implant that got infected. The surgeon plans on removing the left tmj devices.

Event description:
The patient has reportedly developed an infection.